Event description:
During service testing, the baxter repair technician reported that the device failed accuracy testing with an underdelivery. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is unk.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test with a flow value of -6.0% from the desired amount. A corrective and preventative action has been initiated.